Event description:
During a left knee acl procedure, the physician noticed, while drilling a smith and nephew endo-femoral aimer device and an arthrocare arthroscopic guide wire, the guide wire reportedly was not drilling correctly. The physician removed the smith and nephew drill and arthocare guide wire and noticed the tip of the guide wire had broken off and was embedded in the femoral tunnel. The physician drilled over the guide wire fragment using a 4.5 mm reamer and exposed the broken drill bit. The broken guide wire fragment was removed using arthroscopic graspers. There was no adverse effect to the pt.

Manufacturer narrative:
The device has not yet been returned for investigation. Awaiting return of the device to complete the investigation for this report.